Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath and low heart rate. It was noted the patients leadless implantable pulse generator (ipg) appeared to be rocking due to it's very high placement in the right ventricle leading to ectopic beats. The patient underwent ablation and the ipg was removed and replaced with a dual chamber device. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.